Event description:
This rv lead was implanted on (B)(6) 2016 used as a temporary pacer and remains implanted at this time. System revision due to infection. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).